Event description:
Pt reported that a comparison between their surestep meter and a hcp meter was 43 mg/dl (ss) and 97 mg/dl (hcp). The pt reported feeling dizzy, nauseous and moods of impatience. There was no allegation of harm.